Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2025, the doctor found swg kinked prior to the patient." The user changed to a new set to resolve the issue. This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4) the customer provided a single image for analysis. The complaint regarding a kinked guidewire was substantiated by the photo, which shows damage to the distal end of the guidewire while it remains contained within its advancer. The straightener tube and end cap are missing from the advancer assembly in the photo. The customer also returned an opened cvc set with a guidewire assembly, ars, 18ga introducer needle, dilator, catheter, transduction probe, and dust cap for analysis. The guide wire cap was not returned. No definite signs of use were observed on the returned components. Visual analysis revealed that the guidewire showed signs of damage on both the distal and proximal ends. Microscopic examination confirmed the damage and revealed that the distal end had overlapping coils. Both welds were present and were observed to be full and spherical. During full assembly, the kinking in the guidewire would have been located within the guidewire cap during packaging, shipping , and storage , protecting it from damage. No other defects or anomalies were observed on the returned guide wire assembly. The kinks in the guidewire were located 14-20mm from the distal tip. Bending was observed 13mm from the proximal end. The overall length of the guidewire measured 599mm, which is within the specification limits of 596mm - 604mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.80mm, which is within the specification limits of 0.788mm - 0.826mm per the guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was advanced through the returned ars and 18ga introducer needle to functionally test the guidewire. The undamaged portions of the guidewire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guidewire was kinked was confirmed through complaint investigation of the returned sample. Kinking was observed on the j-bend of the guidewire body. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. During normal assembly, the kinked portion of the guidewire would be protected within the guidewire cap of the advancer assembly; however, the guidewire cap was missing from the returned assembly. Based on the customer report and sample received, the potential root cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported " on (B)(6) 2025, the doctor found swg kinked prior to the patient." The user changed to a new set to resolve the issue. This was found prior to use. There was no patient involvement.